Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid leak. It was said that the cause of the leak was that there was not a good connection of the tubing going from the balloon to the control pump. All components were removed and replaced with a new aus system. There were no patient complications.